Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported the rigid video scope's cord was sliced. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: g3, h2, h3, h4, h6, and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal fiber breakage and scratches on the distal edge. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the cause is traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope's cord was sliced. There were no reports of patient harm.